Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. Reportedly, there was "pressure spot" on the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 10/22/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was verified. The display screen was found to be cracked. The pump powered up with auditory with auditory and vibratory features while the display remained blank. Due to the damaged display, the remaining functional test could not be performed. A fully functional display was restored when the pump screen was replaced with a test screen.